Event description:
I. M. Nail broke at the distal end. Review of the x-rays shows a mid shaft fracture with a nonunion which shifted causing the nail to act as a lever which put undue force on this distal end against the I. M. Canal which resulted in the breakage. Cause is nonunion of the fracture site. No indication of product defect. Surgery was required to exchange the nail and repair the nonunion.